Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) had false purge pressure low alarms during prep. It was stated that this issue occurred previously and it was thought to be the purge cassette at the time. The aic was replaced. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Based on t the data and device analysis the false low purge pressure alarm was not caused by any issues with the aic, as the aic was adjusting to the pump being connected to the purge cassette. No problem found within the aic.